Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a month and a half after implant the patient¿s right atrial (ra) lead dislodged. In addition, it was reported the patient¿s right ventricular (rv) lead exhibited increasing/high thresholds. Both the ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.